Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/14/2024.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported. "Rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed. Opening assessed. As fold flaw opening. Additional observations: no other observation observed. No further actions are required. Since no manufacturing issue is observed.